Manufacturer narrative:
Follow up report 2 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this right atrial (ra) lead switched to unipolar due to pacing impedance high out of range. The lead exhibited noise signals and loss of capture (loc). The physician plans to do a lead revision; however, there's no confirmation of it having occurred. The lead remains in service. No adverse patient effects were reported. Additional information was received with confirmation that this ra lead was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.

Event description:
It was reported that this right atrial (ra) lead switched to unipolar due to pacing impedance high out of range. The lead exhibited noise signals and loss of capture (loc). The physician plans to do a lead revision; however, there's no confirmation of it having occurred. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead switched to unipolar due to pacing impedance high out of range. The lead exhibited noise signals and loss of capture (loc). The physician plans to do a lead revision; however, there's no confirmation of it having occurred. The lead remains in service. No adverse patient effects were reported.